Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care educated him about sensor lag, advised focusing on overall trends rather than single readings, and stressed proper calibration technique. The case was escalated to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. Before troubleshooting steps could be completed, the user reported that reading accuracy had improved on its own, with only a 10-point difference now between the cgm and bgm. Pleased with the progress, he declined further intervention, preferring to monitor the situation. He was reminded to continue checking with his meter for medical decisions and to reach out if any further discrepancies arose. System logs confirmed that the cgm was up to date, in use, and functioning normally. The case was closed with the user satisfied and educated on next steps. B4. Date of this report 07 feb 2026. G3. Date received by the manufacturer? 07 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.